Event description:
It was reported that the pump declared a cartridge alarm during insulin delivery. There was no reported impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.